Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during presurgery but post induction a smith and nephew t-max was incorrectly positioned at the wrong end of the operating table. When the patient was transferred to the table, the table gave way, the patient hyperextended at the lumbar and c-spine, and two bolts broke from the table. The patient was under anesthesia at the time. The procedure was cancelled and the patient was transferred for CT and to recovery for review.

Manufacturer narrative:
As described by customer: "a smith and nephew t-max was incorrectly positioned at the wrong end of the operating table. When the pt was transferred to the table the table gave way and patient hyperextended at the lumbar and c-spine and two bolts broke from the table". Three communications attempts were sent to stryker raqa great britain to determine if there were any damages to the operon table, but no response was received. The specific accessory that caused this failure is not an approved accessory for the operon table. Based on the details of the case, it was unable to determine if the accessory was attached to the table or if the table was resting on the t-max. If the table was resting on the t-max or any portion of the t-max was on the base, this would be misuse due to warning statements outlined in the operator's manual this issue was discovered during patient transfer and there was patient impact and involvement and an adverse event reported. This failure mode has not exceeded any threshold and will continue to be monitored. The root cause of this issue was not determined, but a potential root cause would be customer misuse of either using a non-approved accessory, or placing objects on the base. Manufacture date is not known.

Event description:
It was reported that during presurgery but post induction a smith and nephew t-max was incorrectly positioned at the wrong end of the operating table. When the patient was transferred to the table, the table gave way, the patient hyperextended at the lumbar and c-spine, and two bolts broke from the table. The patient was under anesthesia at the time. The procedure was cancelled and the patient was transferred for CT and to recovery for review.